Manufacturer narrative:
(B)(6). Product was returned. One tube of duoderm hydroactive gel 15g, unused. The tube did appear popped based on visual inspection. Product will be kept until investigation phase completion. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the "side of the tube popped up and cracked". Photos have been received depicting the reported complaint issue.

Manufacturer narrative:
Corrected manufacturing date - 9/12/2017. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. A photograph has been received and evaluated. This evaluation found that this is a convatec product and confirmed the complaint issue. A non-conformance was raised for the same issue for another batch. It was closed with no further actions required as the risk is low due to the leak being easily detectable as the feel of gel on the tube is highly noticeable. The likelihood of this happening during the manufacturing and packaging stages are low as the tubes are hand packed. No additional investigation needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.